Manufacturer narrative:
(B)(4). Additional concomitant medical products: catalog #: 00500104728, liner for use with od shells, lot # 63078590. (B)(6). Reported event is considered confirmed as one of two tabs of the associated lock ring was found seized in the lock ring groove of the shell. The lock ring was removed and dimensional readings of the lock ring and lock ring groove were taken and found to be conforming. The lock ring was re-installed in the shell and moved freely as intended within the lock ring window. The liner was installed into the shell. The lock ring closed and retained the liner in the shell. DHR was reviewed and no discrepancies were found. Root cause of the reported event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2017-00174.

Event description:
It was reported that during a procedure, the acetabular liner would not seat in the cup. The procedure was completed with a larger sized cup and liner after an approximately 30 minute delay. No adverse events have been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no further information is available at this time.